Event description:
No harm to patient. Patient was placed on an ltv [long-term ventilation] ventilator at the beginning of the procedure. Vent was checked and circuit tested prior to use. Rt [respiratory therapist] found ventilator was not functioning correctly and placed patient on another ventilator.